Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or other product condition contributed to the patient's dehydration, hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that he was dehydrated due to diarrhea and vomiting and his blood glucose read "high" (>500 mg/dl). He was admitted to hosp and treated for dehydration with an infusion. Pod was only replaced on the second day.